Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was working hard at the time of the event. Technical services advised some testing options. The clinic has programmed the sensing vector from the primary to the secondary sensing vector. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the pulse generator was programmed off and the electrode was capped. Both devices were abandoned and a transvenous system was implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was working hard at the time of the event. Technical services advised some testing options. The clinic has programmed the sensing vector from the primary to the secondary sensing vector. Later, the system was explanted and replaced. There were no additional adverse patient effects.